Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. Date of implant is unknown.

Event description:
Product manufacturer reference number: 1627487-2021-00828. It was reported that the patient's ipg and lead were explanted and replaced on (B)(6) 2021 for an unknown reason. The patient has effective therapy post operatively.

Event description:
Product manufacturer reference number: 1627487-2021-00828, 1627487-2021-13043. It was reported that the ipg was replaced due to being inoperable, and the lead was replaced due to migration.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided, based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.